Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the journal of surgical oncology titled ¿suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction¿. The study reviewed forty (40) patients who underwent anterior ligament reconstruction using arthrex fiberwire, and fibertape to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, one (1) patient experienced a graft rupture following a new trauma. Ref: von essen, c., sarakatsianos, v., cristiani, r. & stålman, a. Suture tape reinforcement of hamstring tendon graft reduces postoperative knee laxity after primary acl reconstruction. J exp orthop 9, 20, doi:10.1186/s40634-022-00454-2 (2022).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.